Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 30 mg/dl. The patient lost consciousness. For treatment, the patient was given honey, juice and coke by their husband. The patient woke up, after 30 minutes. The patient states during the initial setup of the controller, that she didn't know what settings to enter, so she "made them up". The setting have been re-communicated to the patient via telephone and email.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned having low blood glucose (bg) values while using the system. Upon booting up the returned controller, the application loaded to the profile set-up flow, indicating that the controller had been reset prior to investigation. Review of the android log files downloaded from the controller found no information from the date of occurrence due to the device reset. A new profile was setup and pod insulin delivery testing was completed. No issues were observed with the functionality of the controller. Without data from the controller, it is unable to be confirmed that the system was delivering the correct amount of insulin. The exact cause of the reported event could not be determined.